Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited daily impedance measurements of less than 200 ohms along with oversensing of noise that led to pacing inhibition and inappropriately stored non-sustained ventricular tachycardia (vt) episodes. It was noted that the patient had an underlying rhythm that goes between heart block, atrial standstill to sinus bradycardia. Although the physician suspected an insulation issue with the rv lead, this was not able to be confirmed as the x-ray did not show any significant findings. Thus the cause of the low impedance measurements and noise remained unknown. Based on the findings and speaking with the other manufacturer's technical services, the physician elected to perform a revision procedure where the lead was surgically abandoned. Since the ICD had two years battery life remaining, the device was also electively explanted during the procedure. No additional adverse patient effects were reported.